Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 550 cc mentor memorygel breast implant, catalog # 3505504bc, serial # (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast reconstruction revision with 550 cc mentor memorygel breast implants and experienced baker grade iii capsular contracture on the left side post-operational. As a result, the patient underwent bilateral device removal and replacement with a competitor product on (B)(6) 2019.